Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the cutting wire of the subject device was broken. The user reportedly tried to continued the procedure with different but same model device; kd-v411m-0725, however, bleeding of the target site occurred after the procedure re-started. The user reportedly tried to stop the bleeding using uncertain means without success. The pt was said to have been transferred to laparoscopic cholecystectomy and the bleeding was treated.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report but omsc could not obtain the cause of bleeding, and the info which indicate relationship between the bleeding and the device. The subject device referenced in this report was returned to omsc for eval. The eval confirmed that the middle of the cutting wire was broken, and the broken part was melted and burned by high temperature. The 10mm length of the coating on the cutting wire was missing. There was no abnormalities related to the phenomenon in the manufacturing record of the subject device. Omsc concluded that the cause of the breakage was likely due to high temperature caused by arc discharge. The arc discharge was likely caused by short contact length between the cutting wire and the papilla. The device instruction manual warns users that since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong." Omsc concluded that the breakage was likely due to high temperature caused by arc discharge. Bleeding was likely due to the pt condition because bleeding accompanying est are reported as happening accidentally in clinical articles. This is one of two reports. (B)(4).